Manufacturer narrative:
This report is for an unknown resorbable implants: plates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kamran, a., maschietto, n., baird, c.w., and jennings, r.w. (2019), internal stents and external splints for complex airway obstruction, diseases of the esophagus, vol. 32 (s1), page 34, https://doi.org/10.1093/dote/doz047.106 (USA). The aim of this retrospective study is to review their experience with placement of balloon-expandable stents and/or external bioabsorbable splints in children with severe tracheobronchial obstruction. Between 1997 to 2019, a total of 17 patients with a mean age of 5 months (iqr 3-9 months) underwent 14 airway stents (trachea = 5, bronchi = 9) and/or 11 external bioabsorbable splints (trachea = 5, bronchi = 6). Surgery was performed using a bioabsorbable splints (rapidsorb, synthes cmf). The mean follow-up duration was unknown. The following complications were reported as follows: 1 patient died a week after surgery. 1 patient had a fractured bronchial splint requiring replacement. 5 patients required tracheostomies for continued respiratory failure from unilateral pulmonary hypoplasia and residual distal tracheal stenosis (n = 1), severe tracheomalacia (n = 2), subglottic stenosis (n = 1), and laryngeal cleft (n = 1). This report is for an unknown synthes resorbable plates. It captures the reported fractured bronchial splint requiring replacement. This is report 1 of 4 for complaint (B)(4).